Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, when the roller pump was powered up, he observed an intermittent display. There was no patient involvement.